Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged the pump caused the patient to experience a blood glucose greater than 13.8 mmol/l but less than 27.7 mmol/l without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-jan-2020 with the following findings: a review of the pump¿s black box showed no evidence of basal or bolus delivery malfunction. According to the pump's delivery history, the pump was delivering the programmed basal rate until end of pump use on (B)(6)2018. The pump passed all required delivery accuracy testing and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.